Event description:
It was reported by the customer that their insulin pump had alarmed and there were air bubbles present in the infusion set. Customer states that they have change the reservoir and infusion set, yet issue has continued. During troubleshooting, customer was asked to perform a fixed prime of 5 units of insulin. Customer states the insulin did not exit and the device alarmed no delivery. Next, customer was asked to remove reservoir and perform a manual prime of 5 units of insulin. Customer states the insulin did not exit and the device alarmed no delivery. Advised customer the issue might be an occluded reservoir. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.